Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. Three days after the peritonitis diagnosis the patient passed away. It is unknown if the peritonitis resolved prior to death. The cause of death was reported as myocardial infarction and heart failure. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.